Event description:
Procedure type: cholecystectomy. Reportedly, the first of two balloons burst, and the second balloon's valve broke. However, this event caused no extension of or time, and no pieces fell in the surgical cavity. The incision was not extended and the procedure was completed with a new device without further incident. No patient injury was reported.